Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was a bulge in the silicone segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that with the bd alaris pump tubing had stretching and distention. The following information was reported by the initial reporter with the verbatim: while I was assisting with the device fair at this facility, several nurses noted to me that they had experienced a problem with their bd alaris pump tubing, where below the upper fitment, a distention point is occurring in the tubing. The tubing is stretched into a large bubble just below the upper fitment. Nurses were not able to recall other details of the events. This was reported on the pediatric unit and ICU.

Event description:
It was reported that with the bd alaris pump tubing had stretching and distention. The following information was reported by the initial reporter with the verbatim: while I was assisting with the device fair at this facility, several nurses noted to me that they had experienced a problem with their bd alaris pump tubing, where below the upper fitment, a distention point is occurring in the tubing. The tubing is stretched into a large bubble just below the upper fitment. Nurses were not able to recall other details of the events. This was reported on the pediatric unit and ICU.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number b3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.